Event description:
Kidney ctr contacted gulfstream on 06/12/98 indicating that while using the product "nephretect" mfg by a sister co, it had been determining the residual disinfectant only after waiting one min after for the test. They had become aware that the dwell time for less than 1 part per million residual test was 6 mins, not 1 min, and have changed their policy accordingly. Since they were waiting 1 min for a color to develop, and under no circumstances, they reported, did a color ever develop, they felt that the rinse procedure for the disinfectant in the dialyzer was sufficient. If the solution had turned a color in 1 min or less, it would have been indicitative of a concentration of residual disinfectant being present. If this had happened, they reported, they would have rerinsed the dialyzer once again; this never happened. The incident in question, occurred in january 1997, and was not reported to either gulfstream until 06/12/98. The reason for the report coming almost 1 1/2 yrs later, is that the clinic is being sued by the pt's family. The only info gulfstream has been able to garner from the clinic is that in january 1997, the pt was put on dialysis and suffered a very mild reaction; dialysis was stopped and the artificial kidney was rinsed a second time; the pt was put back on the dialyzer and a successful dialysis occurred. The pt was asymptomptic as soon as dialysis was discontinued, and remained so during the balance of the procedure. According to the report given the clinic, the pt became ill two days later and expired. It is not know whether the pt was hospitalized after becoming ill. The clinic did report, however, that the pt had a co-morbid history which included, amongst other things, cardiac problems. Gulfstream has been unable to get any further details about the conditions leading up to the event and knows nothing more that has been reported about. However, from past experience, pt reactions occur, although infrequently, are usually caused by errors "orommissions" that occur in the rinsing process; this syndrome is known as "rebound". If any further info, relative to the rinsing procedure, is given to gulfstream, it will be reported as an addendum to this report. Gulfstream has no way to test the particular lot of nephretect and diacide since lot numbers were not forth coming. Indeed, co cannot even test retain samples, since the lot number are unk. Since this is a case involving a law suit, co does not expect that co will receive any further info, nor will co be able to follow up with any corrective action or suggestions there of. It is gulfstream's opinion, that the mild reaction, which is indeed due to the "rebound" syndrome.